Event description:
The customer reported that she was hospitalized due to an infection that led to high blood glucose levels. The customer stated that she was passed out at the time of the hospitalization, and therefore she doesn't know what her blood glucose reading was. The customer stated that her dentist had given her antibiotics due to an infection, but the medicine made the infection worse. The customer had diarrhea for three to four weeks before her husband convinced her to seek medical assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.